Manufacturer narrative:
B3: the actual event date is unknown, therefore 1/10/2024 is used as the event date. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2014, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. The ipsilateral leg of the trunk ipsilateral leg endopeosthesis and one contralateral leg endoprosthesis (pxc201200j or pxc201000j) were implanted in the right common iliac artery and one contralateral leg endoprosthesis (plc271200j) was implanted in the left common iliac artery. Reportedly, it is unknown that which device, pxc201000j or pxc201200j, was implanted the most distally in the right side. On an unknown date, when the patient visited the hospital for a follow-up of another disease, an angiography revealed an aneurysm enlargement (amount unknown) and a distal type I endoleaks from both legs. On (B)(6), 2024, a reintervention was performed. Both internal iliac arteries were embolized as planned, then each two contralateral leg endoprostheses were implanted in both limbs to extend the initial contralateral legs to the external iliac artery. An entire angiography confirmed no endoleaks and the procedure was concluded. The patient tolerated the procedure.